Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Event description:
Positive advia centaur troponin ultra results were obtained on several pt samples. Two results were reported to the physician. The patients had cardiac catheterizations performed and the results for both were negative. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.